Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis and poly wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis and poly wear. Doi 1997 - dor (B)(6) 2013 (right hip). Update: (B)(6) 2013 - patient's CT scan results were received. Results indicate the patient had a fluid mass along the defect along the acetabulum. Also noted was eccentricity of the femoral head. There is no new information that would change the existing MDR decision. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. The patient's CT scan results were received. The complaint is confirmed based on the written information provided. A root cause for the fluid mass cannot be determined. It would not however be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.